Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat fms. 2.2 article number: 8715440. 2.3 serial number/batch: (B)(6). 2.4 software version: ifme03007. 2.5 hours of operation: 32566. 2.6 seal: yes (49-02-260). 2.7 further information: n/a. 3. Investigation results: 3.1 history inspection: n/a. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars and the seal on the back housing were intact and undamaged. The device was delivered in a clean state. The cable of the drop sensor was damaged and the membrane was showing age related signs of wear. 3.3 functional inspection: a functional test was performed. The device did start using the power of the battery pack and passed the self-test, the mains voltage was connected, and the battery pack got charged. An infusomat space line was inserted, and it was possible to put the pump into operation. Drops were recognized by the connected drop sensor. 3.4 individual inspection: 3.4.1 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,86%. 3.5 disassembling: during disassembly, it was found that the stepper motor had a larger bearing clearance than usual. 3.6 test equipment: description: n/a. Typ nr.: n/a. Lab.-ID.-nr. N/a. 3.7 for examination used disposables: description: n/a ref.: n/a lot: n/a 4. Judgment: 4.1 the complaint could not be confirmed. The described error pattern could not be reproduced. The measured flow rate was within the specification. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in ireland: "under infusion" according to the complainant, the pump infused 1078.9 milliliters (ml) of 1198 ml; 119.1 ml were not infused. No patient complications were reported as a result of the event. Infused.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.